Manufacturer narrative:
(B)(4). The device referenced in this report was returned for evaluation. Engineering investigated the issue and found that there were no visible damage on articulation sleeve area. The engineers were able to reproduce the error, when the articulation sleeve was bent. The inter-connectivity test failed at thermister net. Through destructive analysis, it was found that there was crack in thermistor+ trace and open on gastro flex #7 soldering area which could lead to system error 31 (temperature/thermal). Electrical open was confirmed by multimeter test. Thus, the possible root cause was identified as gastro flex thermistor trace crack and open because of insufficient gastro flex reliability which is related to design. Gastro flex thermistor trace width has widened in the tolerance to reduce cracking through capa2017-11000337 since mar. 2017. This defective transducer is prior corrective action's one. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer prompted a usacquisitionhw_31 error occurred during equipment testing and before the transesophageal echocardiography (tee) study started. There was no patient involvement at all. No additional information was provided.